Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  No conclusion can be drawn at this time.  We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 107 mg/dl. Customer also mentioned that insulin will squirt out during manual prime. Troubleshooting found that the drive support cap was sticking out and was not recessed into the device. The insulin pump will be returned for analysis.